Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed manifold testing. There was no patient involvement.

Manufacturer narrative:
In order to fix the issue, the fse replaced the pneumatic module assy. The fse then completed the pm. The unit passed all calibration and functional tests. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a